Manufacturer narrative:
A company service rep checked the system and replaced the cassette receiver module to resolve performance problem reported.

Event description:
Reporter noted cassette ejected from housing after reflux function was activated with foot pedal. Eye pressure dropped. No pt injury, but felt this could cause injury if it recurs.